Manufacturer narrative:
The device was discarded by the customer which prevents a full investigation and analysis of the root cause of this event. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803.

Event description:
The affiliate in (B)(4) reported, "samples were keep remaining in the vacuum line."